Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances from around 700 ohms to 2700 ohms. There was no noise observed, and the patient was not dependent. No programming suggestions were available to help mitigate this issue. The device system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that in addition to the already reported observation of high out of range pacing impedances, they were now observing noise that was reproducible in the clinic when the patient had deep inspirations. The impedances were now consistently out of range greater than 2000 ohms. Plan was to perform a lead revision, however it appears the system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances from around 700 ohms to 2700 ohms. There was no noise observed, and the patient was not dependent. No programming suggestions were available to help mitigate this issue. The device system remains in-service. No additional adverse patient effects were reported.